Event description:
It was reported that the user experienced prolonged postprandial hyperglycemia and used ¿fake meal¿ announcements as corrections, after which subsequent meal announcements did not deliver expected insulin and blood glucose reached 320 mg/dl for approximately two hours; the ilet alerted for high glucose and no assistance or medical intervention was required. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without functional impairment or need for care. Investigation included complaint intake review, device use history review, and user education and troubleshooting. Investigation of this case revealed user-initiated incorrect use of meal announcements that likely affected the system¿s adaptive learning and insulin dosing behavior. It was concluded that the device functioned as designed and that user technique contributed to the event, with counseling to cease non-meal announcements and consideration of a factory reset to allow relearning.